Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -17.0/2.5/070 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. Low vault; permanent loss of bcva and lens opacity (cataract) asc was reported. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was not resolved. Cause reported as device; user error and unknown. The device failed to perform as intended. "Excessive low icl vault most likely contributed to lens opacity progression." See MFR# 2023826-2022-04657.

Manufacturer narrative:
Additional information: investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -17.0/2.5/070 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. Low vault; permanent loss of bcva and lens opacity (cataract) asc was reported. On (B)(6) 2022, the lens was exchanged for a longer length lens. Reportedly the problem was resolved. Claim#: (B)(4).